Event description:
The customer reported the two handles that hold the c and the lateral movement of the c are broken. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation.